Event description:
Event description guidant received information that immediately after the implant procedure this lead had impedance measurements greater than 2500 ohms. There were no adverse patient effects. The lead was removed, replaced and returned for analysis.